Manufacturer narrative:
Device not used on any patient. Problem noticed during incoming inspection.

Event description:
On (B)(6) 2025 a customer notified sklar of a hole in the sterile packaging for 1 unit of econo sterile¿ presbyterian tube occluding forceps - 7", disposable, cs/50. This was noted on incoming inspection. The device was not used on any patient.